Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus thailand (oth). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oth and the similar event, there was the possibility that this phenomenon was attributed to the following mechanism. The user stored the subject device with remained humidity on the distal end. (Inappropriate storage). The corrosion was generated between the distal end cover and the camera body. (Deterioration of the glue). Olympus stated the appropriate handling of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) found the reported phenomenon. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual maintenance by olympus (B)(4), it was found that there was a gap on the glue of the distal end. There was no report of patient injury associated with the event.